Event description:
Hospital reported: on (B)(6)2009 - the patient underwent procedure to have ivc filter retrieval. Upon completion of the procedure, it was noted that the small radiopaque band/ring on the end of the catheter had come off. Under fluoro it was found to be lodged in the right pulmonary artery branch. Catheter tip seemed to be totally intact. Note: the snare involved in this incident is being retained at (B)(6). The customer returned one unused snare with the same lot number.

Manufacturer narrative:
The customer states the radiopaque band came off the distal end of the catheter. A finger pull test is required at incoming inspection of the catheter to ensure the band is assembled appropriately. There were no defects or deviations noted. The customer is retaining the actual device used in the procedure. The root cause of the event cannot be determined without reviewing the device used. The device returned by the customer is from the same lot number. It was reviewed and was manufactured properly. The defect reported was duplicated on this device with abnormal interaction with a co-axial needle. Previous complaints were reviewed for the same defect mode. In those cases the root cause of this occurrence experienced by the customer was due to excessive force or abnormal interaction during the procedure. The dfu for the product states that excessive force may cause damage to the catheter.